Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 2 of 2: it was reported during blood collection using bd vacutainer® push button blood collection set, 1 device leaked blood from the tubing between the needle and the blood collection tube. Patient had to be redrawn. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-oct-2025. Investigation summary: bd received 141 samples and 1 photograph for investigation. Upon evaluation of the photograph, no holes in the tubing or evidence of leakage were observed. Visual examination of the returned samples revealed holes on the tubing. Additionally, functional tests were performed using 10 unopened returned samples, and no leakage was observed. Furthermore, 10 retained samples were subjected to functional tests, with no leakage or holes in the tubing detected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 2 of 2: it was reported during blood collection using bd vacutainer® push button blood collection set, 1 device leaked blood from the tubing between the needle and the blood collection tube. Patient had to be redrawn. There was no other health impact or consequences reported.